Event description:
Treatment of an avm with onyx. It was reported that the avm was treated with onyx for one hour with approximately 1.5 to 2cm of onyx reflux around the catheter's tip. Upon catheter removal, the catheter broke off and the broken segment remained in the patient. The patient was administered antithrombin medication and there were no other complications reported as a result of this event. Same event as MDR# 2029214-2009-00149.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. The amount of onyx (liquid embolic) reflux was reported to be 1.5 to 2 cm. Per the IFU, reflux should be minimized to less than 1 cm. When the amount of reflux is greater than 1 cm, it can lead to catheter tip entrapment.